Event description:
Complainant alleged that during biomed testing, the device prompted a "30j test ok" message but the ready for use indicator did not turn to a green check. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the device date being incorrect, which resulted in the pads being recognized as expired. It is unknown what caused the device clock to be incorrect. The rtc battery was replaced as a precaution and the device clock was reset to the correct date and time. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.